Event description:
It was reported that renasys go alarming blockage/full. Patient stated he disconnected the orange connector and the alarm resolved. The patient checked the tubing for kinks, milked the soft port, plugged the device into a wall outlet, and changed canister. Alarm did not resolve. The patient stated he felt an area that felt collapsed within the soft port. The patient stated he has kept the device upright the entire time. No backup was available.

Manufacturer narrative:
The device used in treatment was not returned for evaluation at the time of the investigation. Due to this we have been unable to conduct a visual and functional evaluation, and we are unable to confirm a relationship between the complaint and the device. If a complaint sample becomes available, the complaint will be re-evaluated. A review of the device history record showed that the unit passed all acceptance criteria and was compliant upon release for distribution. There were no indications to suggest the device did not meet product specifications nor did it allege any product deficiencies upon release into distribution. Complaint history for the reported failure mode and part number has been reviewed and shown that in the previous three years there have been further instances. These instances are being monitored to determine if additional corrective or preventative actions are required. This investigation has now been closed and recorded as insufficient information to determine a root cause. Alarm thresholds are set after thorough testing and are always set to ensure the complete safety of the patient. It is possible in extreme cases that the alarm may trigger inadvertently. In this instance therapy will still be delivered.